Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from the lot. All available information was investigated and the reported single leaflet device attachment/slda appears to be related to user technique/procedural circumstances. The reported patient effect of tricuspid regurgitation (tr)appears to be due to the slda, and dyspnea was likely a cascading effect of the tr. It should be noted that the mitraclip instructions for use, states the mitraclip nt system is intended for reconstruction of the insufficient mitral valve through tissue approximation. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Event description:
This is filed to report single leaflet device attachment (slda). On (B)(6) 2017, the initial mitraclip procedure was performed to treat tricuspid valve regurgitation (tr) with a tr grade of 4. Two clips were implanted in the tricuspid valve, (70424u168 and 70421u156) reducing tr to 2-3. On (B)(6) 2017, the patient returned with dyspnea. Echocardiogram was performed and tr had increased to 4. The clip(70424u168) detached from the septal leaflet and remained attached to the posterior leaflet (slda). The other clip remains secure on the leaflets. The patient is stable. There is no set date for additional treatment. No additional information was provided.

Manufacturer narrative:
(B)(4). Added: required intervention to prevent permanent impairment/damage.

Event description:
Subsequent to the filed medwatch report, the following information was received: on (B)(6) 2018, a second mitraclip procedure was performed. One clip was implanted in the tricuspid valve, to stabilize the slda clip and to further reduce the tricuspid regurgitation from 4 to 2. No additional information was provided.